Event description:
Customer reported the insulin pump alarmed. Customer's blood glucose was 82 mg/dl. Troubleshooting was performed. Alarm and possible causes were explained to the customer. Customer reported the device did not alarm during the rewind or prime sequences. Customer was advised to disconnect from the reservoir from the device. Customer was advised to perform the rewind process again. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads. All alarms received during testing were properly recorded on the history file. No history anomaly was noted.